Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called into report his broken belt clip. During troubleshooting customer's blood glucose was 647 mg/dl. Blood glucose of 136 mg/dl was also reported. No further information reported.